Manufacturer narrative:
(B)(4)

Event description:
Joslin diabetes liaison contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a transmitter malfunction. No additional patient or event information is available.